Manufacturer narrative:
(B)(4). After installing the battery, the unit shows low power battery sign and no key function due to corroded battery tube compartment noted.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test alarm. Customer stated that contacts were not missing or damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.